Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was severely worn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
During a laparoscopic cholecystectomy, the subject device was used. At the end of the surgery, the tissue pad of the subject device was partially separated and became thin, and an unspecified error occurred. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found that the tissue pad was not separated but severely worn. It was also reported that there were no fallen fragments of the tissue pad. This is the report regarding the severely worn tissue pad.